Event description:
In 2005, the lay reporter contacted lifescan alleging that the lay pt's fast take meter was reading inaccurately high. The medical affairs specialist sent a letter to the pt, as he could not be reached via phone. The pt was tested with the reported meter in 2005 around 7:00 am, while his eyes were rolled back, he was lethargic and groaning, and non-responsive; the meter result was 92 mg/dl. Emergency services was contacted. A result of 32 mg/dl was obtained on the emt meter within 10 minutes of the reported meter test. The pt was treated with glucose and taken to the hosp. A result of "about 225" was obtained at the hosp. Treatment received at the hosp was not provided. The customer service agent (csa) walked the reporter through 2, consecutive control solution tests, which fell outside of the control solution range. The meter, test strips, and control solution were replaced. The case is classified as an adverse event because the meter appears to have read inaccurately at the time of concern and with control solution. Though no info was provided regarding the pt's diabetes treatment regimen, the pt may have based self-treatment on inaccurate results leading to his experiencing hypoglycemia and medical intervention.